Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an unspecified occlusion error. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device and found it was out of specification in relation to the reported symtpom, occlusion error, which was reproduced during evaluation as a downstream occlusion. The symptom was confirmed during a review of the device event history log. The downstream sensor current readings were out of specification (high readings). The downstream sensor was replaced. (B)(4).